Manufacturer narrative:
(B)(4). This report of a use error - failed to follow proper therapy steps was confirmed, however a cause as to why the patient didn't follow proper steps could not be determined. Patient stated during an alarm situation they changed out the cassette but not the supply bags. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a use error so the sample was not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) was having the home patient (hp) check lumens and frangibles when the hp mentioned that he changed out the cassette, but not the bags. The tsr explained that the hp would need to start over with new supplies because the supplies are now contaminated. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.